Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with redness surrounding the pacemaker pocket. Physician believes patient has some sort of allergic reaction. He does not believe patient is allergic to titanium and infection was noted. Source of infection was unknown. The pacemaker system was explanted. Patient was in complete heart block, so a temporary pacemaker was inserted prior to the extraction of the system. Patient was stable before, during and after the procedure. Related manufacturer reference number: 2938836-2019-13864. Related manufacturer reference number: 2938836-2019-13866.